Manufacturer narrative:
(B)(4). The occurrence date of the reported event was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient had cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The pd catheter was to be removed. It was not reported if the patient was hospitalized. The treatment was not reported. At the time of this report, the patient was still experiencing cloudy effluent. Additional information was requested, but was not available at this time.